Manufacturer narrative:
Follow up 5/23/2016- the customer reported that an occlusion alarm occurred during basal delivery. The customers blood glucose (bg) level was impacted (311 mg/dl) the customer took a manual injection to stabilize bg level. The customer stated all supplies were changed prior to the occlusion alarm. The customer declined to troubleshoot to determine a possible cause of the occlusion. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms had occurred during bolus. The customers blood glucose level was impacted (450 mg/dl) the customer took a manual injection to stabilize bg level. No troubleshooting could be performed for past occlusion alarms. During the call with tandem technical support (cts) the customer stated that the infusion set site had already been changed out twice the previous day. A system check was performed and the infusion set site was found to possibly be the cause of the alarm. However, the customer stated to be unsure if the infusion set site was the issue, as the customer has been able to resume insulin delivery and deliver a bolus with no issue. In addition, during the call with cts the customer reported that air bubbles were noted in the infusion set and cartridge line. The customer was instructed on how to expel air bubbles by performing fill tubing. The customer was able to load a new cartridge and the issue was resolved.